Event description:
#Medwatcher #(B)(4). Back pain, pelvic pain, pain with intercourse, heavy periods, pregnancy with baby born in (B)(6) 2006, joint aches/pains, tingling hands/feet, numbness in hands.